Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that since thursday last week, they've been having return of pain and their therapy has not been helping them. Patient also mentioned that their implant battery does not last for more than 2 days. Pt confirmed that both concerns happened almost the same time. Agent redirected them to their doctor; however, the patient had moved recently. Patient also mentioned that their trying to get an appointment with a neurologist but not sure when. Pt had already reached out to their previous hcp to get their medical records be transferred. Pt clarified they'll completely move in this friday but were unable to work straight because of the pain. Agent reviewed implant battery information to pt and offered to send an email to manufacturer representative (rep). Pt agreed. Agent sent email to registration to update pt's address. Additional information was received from the pt. Pt reports they feel like their implant battery is not holding a charge for more than maybe a day and a half for close to a year and is getting worse. Patient stated when they first got it in october the implant was holding a 3-4 day charge. Agent reviewed implant battery depletion rates are based on therapy settings and usage; agent indicated they understood. Agent provided the national answering service (nas) number and the patient was redirected to rep and healthcare provider to further address. Patient mentioned upcoming appointment on (B)(6).